Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading multiple cartridges. Customer's blood glucose (bg) was 203 mg/dl. After successfully loading a cartridge, customer delivered a bolus to address bg.